Event description:
It was reported that the patient with this pacemaker device visited the clinic reported experiencing unwanted muscle stimulation and discomfort symptoms. During interrogation, the pacemaker was found to be operating in safety mode. Subsequently, a device replacement procedure was performed. This pacemaker was explanted and successfully replaced with a new device. No additional adverse patient effects were reported.